Event description:
The customer reported that during a physicist's inspection the system displayed a communication error, would not reboot, and had a stuck switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. System operates as intended.